Event description:
Durig a remote follow up, oversensing of myopotentials resulting in loss of pacing were observed on the device. Diagnostic testing was performed; the noise was not reproducible. Technical support was contacted and recommended reprogramming. No additional intervention has been performed. The patient was stable and will continue to be monitored.